Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl and that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly. The customer stated that the up and down buttons were unresponsive. The customer stated no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with up arrow and down arrow buttons unresponsive due to lcd keypad connector unlocked. Missing segments due to cracked lcd zebra connector. Unable to perform the self-test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests due to button keypad anomaly. Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, broken reservoir tube lip, cracked belt clip slot and minor scratched display window.